Event description:
The .018 guidewire used during the placement of a stent appears to be defective. The defect appears to be a manufacturing defect caused by solder being placed inappropriately on the wire causing it to break. The defect in the wire is believed to have led to a perforation of a pt's artery and vein causing a pericardiotamponade. In the efforts to relieve the tamponade, the pt went into code arrest. A thoracotomy was undertaken to close bleeders. The pt is claiming damages including, but not limited to, neurological impairment. The specifics of the manufacturing defect were not known until friday, 10/18/96.